Event description:
Argon beamer machine did not deliver continuous energy via handpiece. Connections were checked and machine was replaced. With the new machine, the energy being delivered was weak so the handpiece with lot# 201504294 was replaced. The new handpiece has the same reference and lot numbers. The new handpiece on the new machine delivered enough energy for coagulation.